Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. An inspection determined that the hypoxic link chain (link25) assembly had come free from the oxygen and nitrous controls. The unit was repaired by reinstalling and calibrating the chain system. No parts were replaced and so no samples were made available for analysis to engineering. An exact root cause of the reported complaint could not be determined. The link 25 mechanism is used to balance the n2o and o2 mixture and is tested per the preoperative check defined in the user reference manual. As stated in the manual, the o2 and n2o:o2 preoperative check is required before the first patient on a daily basis. O2 and n2o:o2 calibration is also required every 12 months per the technical reference manual. The user reference manual strongly recommends the use of o2 monitoring with this equipment.

Event description:
The hospital reported that, during a preoperative checkout of the equipment, the oxygen/nitrous oxide proportioner was not functioning as expected. There was no report of patient involvement.